Manufacturer narrative:
(B)(4) this report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the cloudy effluent event. The cause of the cloudy effluent event was unknown. The patient was treated with ceftazidime intraperitoneally for three weeks (dosage, frequency, and specific dates of duration not reported) and vancomycin intraperitoneally for three weeks (dosage, frequency, and specific dates of duration not reported) for the event. After four days of hospitalization, the patient was discharged. Dianeal therapies were ongoing. The patient was recovering from the cloudy effluent. No additional information is available.